Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited noise that caused multiple automatic mode switching episodes. During the lead replacement procedure, the lead was difficult to remove from the implantable cardioverter defibrillator. Both lead and the device was explanted and replaced. The patient was stable and would continue to be monitored.